Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2017 due to refractive change overtime. The lens was exchanged and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found a piece of the haptic missing. (B)(4)